Manufacturer narrative:
A ge representative evaluated the system and determined the left monitor needed to be replaced. The ge representative switched cabling to the other monitor, allowing the live images to be viewed until the original monitor could be replaced.

Event description:
The customer reported that the live monitor began smoking followed by a loss of live image. There is no report of pt or staff injury or death.